Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. Reportedly, the pump sounds were not working with "low battery" warnings and "replace battery" alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-sep-2019 with the following findings: during investigation, the sound was tested with low battery and replace battery alarms. The sound volume was found to be within specification. The complaint of an audio tone issue was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.